Manufacturer narrative:
There was no indication of any malfunction of the device. Device not returned for evaluation.

Event description:
Allegedly, the patient was diagnosed with leiomyosarcoma shortly after undergoing a partial hysterectomy procedure in which a karl storz morcellator was used.